Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis, and angina are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that on (B)(6) 2022 the patient presented with chest pain on exertion and angiography revealed multiple lesions in the distal left main (lm), proximal left anterior descending (lad), and mid lad.. A 3.00x38mm xience alpine stent was implanted at 14 atmospheres (atm) in the lad and a non-abbott stent was implanted in the lm. Post dilatation was performed with a 3.5mm nc balloon at 22 atm. Timi 3 flow was observed. On (B)(6) 2022 the patient was rehospitalized with chest pain and angiography revealed stent thrombosis in lad where the xience alpine was implanted. A non-abbott stent was implanted to treat the thrombosis. No additional information was provided.